Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022. H6: investigation summary customer returned (10) 1cc, 8mm, 30g syringes in an open poly bag from lot # 2129742. Customer states that the shield separates. All returned syringes were examined and 3 out of 10 samples exhibited a broken barrel with the piece of the barrel stuck in the shield, separated from the rest of the barrel. A review of the device history record was completed for batch# 2129742. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. No quality notifications or dispatches pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 1ml 8mm 30g there was a sterility issue. There was no report of patient impact. The following information was provided by the initial reporter: stated, the needle shield was loose in the bag.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 1ml 8mm 30g there was a sterility issue. There was no report of patient impact. The following information was provided by the initial reporter: stated, the needle shield was loose in the bag.